Manufacturer narrative:
Correction: the information regarding product return provided in the initial MDR was incorrect. The affected blood pump will not be returned to the manufacturer by the clinic. During the regular inspection of the blood pumps and cannulas, the clinical staff heard a squeaking noise on the left-sided excor blood pump of a patient supported in the bivad configuration. Furthermore, both blood pumps did not fill well. Giving fluid improved the rvad filling, but not the lvad, which was then exchanged. The blood pump ran for 4 days. The clinic provided berlin heart two videos of the blood pump at the time of the incident. The videos from the clinic confirmed pumping noises and an incomplete filling. The affected blood pump was not returned to berlin heart and was therefore not available for examination. The customer's complaint can be confirmed based on the videos. A review of the production records was carried out and no abnormalities were found. In the videos, pumping noises could be heard from the blood pump during pump operation which could be classified as unusual compared to other pumps. Since the pump was not returned, we are unable to determine if the unusual pumping sound was due to a defect of the pump.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 (4 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart inc. Was contacted by the clinic via hotline to report an unusual sound and incomplete filling in the left excor blood pump of a patient supported in the bvad configuration. An adjustment of the ikus stationary driving unit parameters did not improve the situation. The clinic provided berlin heart inc. Ca personnel with video and audio material of the blood pump at the time of the incident. The clinic decided to exchange the affected blood pump. The exchange was performed by trained personnel at the clinic and was without complication to the patient. The patient was not affected by the incident and is doing well.